Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error and the keypad was unresponsive. The customer's blood glucose was 150 mg/dl. The customer stated that the device might have been exposed to moisture since they were wearing the insulin pump in their bra, and it was a hot day. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
No button error alarms were noted. The insulin pump had no button response due to a flattened act button dome switch. The displacement test could not be performed due to the keypad anomaly. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, cracked reservoir tube, and a missing end cap sticker.